Event description:
Add'l info rec'd from MFR 4/23/04: the user facility report identifies the arthrex products ar-1999. "Ratcheting screwdriver handle" and ar-1324tb, "bio-fastak tap", as the products involved in the adverse event/product problem. Due to the reported nature of the complaint, the product problem would be directly associated with the ar-1324tb. MFR could not locate a complaint that corresponds to the date and location of the complainant. MFR received one complaint from this complainant in 2003, and the lot number for the device involved in that complaint (ar-1324tb) is #401020207. A medwatch report was not submitted for this event, as the complaint received from the same complainant for the ar-1324tb did not indicate that a serious injury had occurred, or that a medical intervention was necessary to prevent a serious injury from occurring, or that the reported malfunction was likely to cause or contribute to a serious injury should the malfunction recur. Based on the info provided it does not appear that a pt injury occurred, or that medical intervention was necessary to prevent a serious injury from occurring. This type of malfunction would involve a disassociation of the shaft connection from the shaft of the device, at which point the shaft not be turned by rotating the handle. This type of malfunction is not likely to cause or contribute to a serious injury should it recur.

Event description:
During a shoulder arthroscopic repair dr. Was preparing an opening to plane a biofastak implant. She had the tap in the desired position and was attempting to back the tap out of the tissue when the "quick connect" top of the tap became dislodged and started to unthread rather than the tap back out of the tissue. She said the screwdriver handle wasn't working properly.